Event description:
The international philips field service engineer (fse) reported a ventilator that had an error for no oxygen supply. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the philips international field service engineer (fse) and replaced the data acquisition (da) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporter phone number: (B)(6).